Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they went to see their doctor because the battery was hurting them, their buttock the anatomical location of the device, and they said they will have to move it. Patient stated that it was hurting so bad that they were so uncomfortable sleeping and they can't lie on their right side or sit or lean to where the device was put in. Patient also stated that the placement of the device in the butt cheek was not a good spot. Patient said that the device was working but it was very uncomfortable. Patient mentioned their doctor was on vacation but they're already aware and they'll get in touch to have that taken care of as soon as possible. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient stated the spot where the device was put in was still hurting them and their hcp was planning on moving it.